Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic tested the device including leaving it on for several days and shaking/manipulating the epg, without the device turning off by itself. The epg was returned for service and evaluation. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use. The clinic tested the device including left it on for several days and shook/manipulated the epg, without the device turning off by itself. Return of the epg for evaluation and service, before using it again, is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis was unable to reproduce the customer's observations or complaint and the device passed all tests with no visual or electrical anomalies. Visible signs of contamination were observed on the battery contacts.